Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient is doing well and that there is no issue today. No further information available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that healthcare provider (hcp) was performing a replacement from an activa sc to a percept rc. Hcp was only using one channel (left lead) of the percept rc. The remaining channel was plugged with the corresponding ins plug. During the operating room (open pocket), the impedance test showed out-of-range impedances for all monopolar impedance results, whereas all the bipolar impedance results were in-range (approx. 2000 ohm). The measurement was performed multiple times and component alignment (ins-extension, extension-lead) was verified and confirmed to be okay. With activa sc, there were no impedance issues. Despite the high impedances, the patient was receiving sufficient stimulation and the symptoms were gone with stimulation turned on. Next to the impedance issue, they received a configuration not verified  message. Hcp explained they were certain that everything was properly programmed and that the ins components were perfectly aligned.